Manufacturer narrative:
The (B)(4) initial/final emdr. A follow up emdr will be submitted if additional information becomes available. (B)(4). No complaint sample or applicable photographs were provided for evaluation. Consequently, the investigation was not able confirm the reported failure mode. The lot number is unknown, therefore no device history record review is able to be performed. Without a sample to evaluate, the investigation was not able to confirm the reported failure mode. Consequently, the investigation was not able to identify a probable root cause for the complaint. Since the investigation was not able to identify a probable root cause, no corrective or preventive actions were identified for this complaint. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
Spoke with end users spouse who reports not four, but six bottles in case did not have vacuum. They initially thought her lung was pleuradesing. However, she became increasingly short of breath which prompted her to go to her medical provider and was ultimately admitted to hospital. Diagnosis was an obstructed pleurx catheter line, which resulted in the need for tpa to break up clot due to "non-use". She is now home and draining daily without difficulty. He states prior to admission she was draining her lung daily since catheter insertion in (B)(6) 2017. Samples are not available. (B)(6) 2018: spoke to end user to acknowledge the complaint. Product code and batch number remain unknown.